Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many minutes/hours was the surgery prolonged by? Around 20-30 minutes.

Event description:
It was reported that during a sigmoid resection, the device blade did not cut completely and led to the anastomosis being torn. Distal part had to be resected. Additional use of a second like device. No harm to patient, but prolongation of surgery time. Customer cleaned the device.